Event description:
The event is reported as: alleges issue: rachet handle was not functioning (not creating the clicking sounds) and the tip was not holding the clips. They were able to press down on the handle in one smooth motion and release a clip, but applier would not hold the clip in the jaw. Pt was not injured by device. Pt's current condition is fine.

Manufacturer narrative:
For device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.